Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had their bladder stimulator replaced last time in september. They glued it and it didn't stay shut and it gapped open. The patient had to go back to the emergency room and have it stapled. The patient was not happy with the doctor and asked for doctor listings. Emailed doctor listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that patient's increased bni and mobility issues, in which for them to move from sitting area they would slide on their bottom causing an increased shearing force at the incisional site. The dermabond also that was used was easily pealed off of the skin which is very unusual. The subcutaneous 4-0 monocryl suture also opened up but the deep dermal 2-0 vicryl was still intact and the battery was-never open to air. The issue had been resolved and the patient never had an infection and was completely healed at this time.